Event description:
It was reported that a cartridge change error occurred. There was no information provided about the blood glucose level. No additional actions or outcomes were provided regarding the resolution of the event, and the pump was noted to be out of warranty with no return expected.